Event description:
It was reported that a part at the base supporting the vmx arm broke during an x-ray lung exam. While positioning the tube using the arm, one of the operators heard a "crack sound" and realized that the arm was about to fall over the pt lying on the bed. The operator reportedly removed the power cord and tied it around the arm to hold the arm in place, preventing it from contacting the pt. According to the report, the base did not completely brake until the power cord holding it in place was removed. There was no injury reported.

Manufacturer narrative:
An investigation is ongoing.